Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) cervical using a penumbra system jet7 kit. It was noted that the patient had a proximal 100% stenosis in the ica requiring aspiration with a stent. During the procedure, the physician experienced resistance and was unable to advance a penumbra system jet 7 reperfusion catheter (jet7) through the cavernous segment; therefore, the jet 7 was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder